Manufacturer narrative:
We received the following: one opened/used simplera sensor, one simplera serter returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and none was found. Checked the transmitter casing for any physical/cosmetic/moisture damage and found found debris on the inside of the simplera casing cavity that seals the top shelf and the clear casing but no debris inside the pcba board. See attachment file for details. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/cap-tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of unexpected alert/alarms is not confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the (debris anomaly) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a potential discrepancy between sensor glucose and blood glucose values outside the acceptable limit. Customer also reported receiving a sensor updating alert and a calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-5100clx. Troubleshooting confirmed that the blood glucose value was 97 mg/dl, and the sensor glucose value was 50 mg/dl at the time of the event. The average sensor glucose vs blood glucose difference was 63%. No harm requiring medical intervention. No further patient complications were reported. Product return was not required for mmt-5100clx.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.